Event description:
It was reported by the aci distributor that a female patient underwent an elective diagnostic coronary procedure on (B)(6) 2011. Access was obtained at the common femoral artery in a retrograde approach via a 6f sheath (unknown model). Peri-procedure the patient was anticoagulated with asa and heparin. A pre-procedure femoral angiogram showed the vessel size approximately 4mm. Following the procedure, the deployer who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was a hematoma present at the access site prior to the mynx approximately 10cm in size which expanded after the mynx procedure. A pressure bandage was placed at the access site and manual compression was applied for <30 minutes. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1123101) indicated that the device lot met all established performance criteria prior to shipment.